Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event, the failed retrieval attempt was due to a clot in the filter. Per the IFU, "do not attempt to remove the denali® filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall." However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the denali® filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment it was alleged that there was a failed attempted removal due to a clot in the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one year and three months of post deployment, a bard denali inferior vena cava filter retrieval was planned. On the same date, cavogram was performed which showed confirmed thrombus in the inferior vena cava filter in its medial compartment; hence, filter retrieval was not performed. Around, one year and eight months later, computed tomography of abdomen without contrast was performed for inferior vena cava evaluation which revealed there was an inferior vena cava filter in the infra renal inferior vena cava. The limbs appear intact. However, multiple limbs extend beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for retrieval difficulties as there is no retrieval attempts were performed. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: do not attempt to remove the denali® filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 06/2018),g2,g3, h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was allegedly unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.